Manufacturer narrative:
(B)(4) after an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. A visual and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. No additional test was performed. Verification of failure mode reported in the current manufacturing process could not be performed due to product was not being manufactured. The device history review for the product auto endo5 ml lot #73l1800543 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an operation the second clip got stuck in the applier and did not come out to be loaded. Therefore, the device was replaced with a new one. Later, clips in closed condition slipped out of the applier outside the operative field, however, no clip fell/remained in patient.